Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using the pil supplied power supply, ac power cord, and heated tube. 0 errors were logged. Humidifier heating plate and pil supplied heated tube were also verified to be working. Pil observed the following from an internal and external inspection. Unknown light white dust-like contamination at the air inlet of the blower box. Unknown light tan contamination in the iso port (international organization of standardization.) Light dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Light dust-like contamination on the bottom of the blower motor and inside of the blower motor. Tiny unknown white specks of contamination (dust-like) on the bottom of the blower box.tiny unknown black (inconsistent with degraded sound abatement foam), white specks of contamination in the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil observed light specs (dust-like) contamination, inconsistent with degraded sound abatement foam, under flip lid seal. Black (hair-like) contamination, inconsistent with degraded sound abatement foam on dry box inlet seal. Unknown light brown residue inside flip lid assembly. Unknown white (dust-like) contamination inside water chamber. Unknown white (dust-like) contamination on and under the heater plate. The contamination found in the humidifier enclosure are considered not to be in the airpath. Device functions which suggest that the source of contamination was external to the device. Pil was not able to address the symptoms specified. Pil was unable to get care orchestrator information from device. Pil could not confirm degraded sound abatement foam in this device.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of kidney cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.